Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The customer reported that as the insert was placed into the cup, the surgeon noticed several scratches on the insert.